Event description:
It was reported that during the procedure for treatment of a 75% de novo stenosis in the moderately calcified, mildly tortuous left anterior descending artery, pre-dilatation at was performed using a 3.0x12 nc trek rx balloon. A non-abbott stent was deployed. During post dilatation using the same nc trek, the balloon was inflated one time for 20 seconds and ruptured at 12 atmospheres. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.